Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Lab analysis of the device found no defect. Device labeling for the reported events of detachment of device component and expulsion: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that while injecting a patient with a syringe of juvéderm volbella® xc, the needle disengaged and the product was lost. No injury to the patient or injector. The packaged needle was used for the injection.